Event description:
The company was made aware that the patient was experiencing retention and lock issues. A surgery to thin the patient's flap was performed; however, issues were not resolved. Advanced bionics is in the process of gathering more information.